Manufacturer narrative:
D10 concomitant products: lf2019, exact dissector lf2019 ligasure 21cm (lot#:52090366x), vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during submandibular gland explant, the tip part of the gray component on the jaw region chipped off for two handpieces. It fell on patient's cavity but was removed without any additional intervention required. A third handpiece was used to complete the procedure. There was no patient injury.